Event description:
On (B)(6) 2013, the patient underwent a laparotomy, division of adhesions and laparoscopic repair of an incisional hernia with mesh. Marked adhesions were noted in the anterior abdominal wall. A hernia containing small bowel adhesions was divided and the bowel was released. The loop of small bowel was stuck in the mesh repair. The patient was discharged home on (B)(6) 2013. She was then readmitted to the hospital with a wound infection on (B)(6) 2013. Following surgery, the patient has suffered from pain in left iliac fossa with a degree of hyperasethesia and tenderness in the lower abdomen. In (B)(6) 2013, the patient underwent a CT scan which did not show any evidence of recurrent hernia or any collections or abscesses within the abdomen to account for her pain. The patient has undergone additional surgeries and continues to experience pain and difficulty with sexual relations.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.